Manufacturer narrative:
Device not returned. Unfortunately, the explanted device has been discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 10 years due to recurrent stenosis with calcification of the leaflets. According to the op report, this patient has a history of aortic valve replacement (avr) that has developed significant abnormal gradients. The patient had severe shortness of breath with walking 100 yards. Due to the patient's abnormal gradients, he was referred for redo avr. Upon inspection, his aortic valve had some fusion of the commissure between the non-coronary at left and had some thickening with some calcifications of the leaflets. The valve had significant tissue ingrowth onto the annulus and was quite difficult to excise. The patient had no other abnormalities identified. The device was replaced with a new edwards bioprosthetic valve. After weaning from cardiopulmonary bypass, the patient had several episodes of ventricular fibrillation and did not respond back with a vigorous cardiac squeeze. The patient underwent internal resuscitation manually with cardiac squeezing for a fair period of time. It was felt that the patient would not survive despite maximal medical management and intraaortic balloon pump. The patient was normothermic. The chest was closed and the patient was taken to the ICU with marginal hemodynamics despite maximum medical management. No other details provided.